Event description:
It was reported that the patient was having ventricular tachycardia at 150 beats per minute, which is below the programmed detection rate of 180 beats per minute. The hospital personal manually converted the rhythm with external shock. Afterward the conversion to normal sinus rhythm the heart rate dropped to 40 beats per minute without pacing. It appears that there was possible t-wave over sensing that occurred post the external shock. The device remained in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.